Manufacturer narrative:
It was reported that after an initial bunion surgery, the surgical site may potentially be revised due to nonunion. However, radiographic images provided by the surgeon confirm that two proximal screws are broken. The device was not returned to the manufacturer for evaluation as all hardware currently remains implanted. Device specific lot information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits and screws utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. A number of factors could have contributed to breakage of the screw and although the most likely cause cannot be determined based on the available information, the device was likely subjected to excessive bending stresses which resulted in its breakage. Although there has been no impact or injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, the surgical site may potentially be revised due to nonunion. However, radiographic images provided by the surgeon confirm that two proximal screws are broken. The devices currently remain implanted with no plans to revise currently scheduled.